Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of in the 20 mg/dl range. Low bg cause was not known. Customer¿s husband woke her up and gave her juice to address bg.